Event description:
According to the report: during the case, after the surgeon inserted the orvil tube to about 20cm in depth, he felt that the tube was detached from the anvil head. The surgeon finally picked out the anvil head and the orvil tube separately and found that the string connecting the anvil head and the orvil tube was broken. He then changed to use the orvil 21mm and eeaxl21mm to continue the surgery and no problem was found then. The patient was involved without injury. Since the anvil was stuck at the throat and did not enter the esophagus, the anvil could be picked out easily with simple forceps and, as a result, there is no need to open or create an incision to pick it out. Due to the product defect, the or time was extended more than 30 minutes.

Manufacturer narrative:
Date supplemental report sent: 12/21/2009.